Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
During surgery for a tfn nailing procedure on (B)(6) 2012, the helical blade would not advance through the nail. The surgeon determined the locking mechanism had been deployed. The surgeon removed the blade and tried to back out the locking mechanism in the nail but was unable to do so because the locking tab had been damaged and bent while trying to insert the blade. The nail was removed and replaced with a new nail and helical blade with no further problems. It was noted that all parts of the original nail were intact and therefore, there were no fragments to retrieve. The procedure was extended by approximately 30 minutes.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the received condition of the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident in the pocket feature. The damage to the pocket feature prevents measurement of w4. Since features relevant to the complaint condition cannot be measured, the complaint is indeterminate. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The locking mechanism tab has sheared off and the remaining portion is bent inward. During this evaluation, the returned devices were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The construct assembled and the returned helical blade aligned and entered the returned tfn as intended but met resistance with the damaged/bent locking mechanism. The complaint condition was replicated. The risk analysis adequately addresses this complaint condition as less severe with a moderate severity of harm 3 and an improbable probability of occurrence 1. The design is adequate for its intended use and did not contribute to this complaint condition. It can not be definitively determined how or when the locking mechanism was deployed.